Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024; UDI: (B)(4); ubd: 2020-08-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 500 mcg/ml at 25 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a routine pump replacement due to eri <(> <<)>11 months. In preparation for the surgery, the doctor performed a catheter study in clinic on (B)(6) 2024 but was unable to aspirate any cerebrospinal fluid (csf), thus confirming that the catheter was obstructed. There were no known precipitating factors. Diagnostics/troubleshooting included a negative catheter access study on (B)(6) 2024. Actions/interventions taken included the patient was taken to the operating room (or) today (B)(6) 2024 for a planned pump replacement and catheter revision. The physician first started by opening up the existing pump pocket and dissecting down to the pump and proximal pump segment. The doctor removed the pump and proximal segment, but still did not notice any freely dripping csf from the spinal segment. He then proceeded to open up the midline lumbar incision, dissected down to the existing anchor and spinal segment, and attempted to slightly retract the catheter, but there was still no return of csf. At this time, the physician decided to go ahead and replace the catheter in its entirety. He was given a new 8780 which was placed at t9. The catheter was then anchored and tunneled to the existing pump pocket where it was connected to the new proximal segment and new pump. A catheter aspiration was done from the catheter access port before and after placing the pump back within the pump pocket, with positive return of csf. Incisions were then irrigated and closed. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The cause for the catheter obstruction was not determined. The new 8780 remained untrimmed. The implanted length was 114.3 cm and the volume was 0.251 ml. The old catheter was explanted in its entirety and replaced with a new 8780. The patient's weight was provided and medical history included chronic total spine pain and lumbar failed back surgery syndrome.